Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device had a significant reduction in longevity. Additional information indicated that the changes have not had enough time to adjust average power consumption. However, device was scheduled for transmission to have device had enough time to adjust to the lower outputs. This device remains in service. No adverse patient effects were reported.